Event description:
The event is reported as: the product with catalog #1664 is packaged in the catalog #1665 packaging. No pt injury reported.

Manufacturer narrative:
Device evaluated by MFR; the device sample is available for eval. The device sample was not returned for eval at the time of this report. A CAPA was opened to address this issue.